Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system's accuracy was verified. It was found that the vertek arm was faulty and could not fully lock unless over tightened to the extreme. The part was discarded onsite and therefore unavailable for further analysis. A successful system checkout was performed which verified that the issue had been resolved. This report was generated from the incident filed in MDR 1723170-2017-00466.

Event description:
A medtronic representative reported that while the surgeon was performing a tracer registration with the patient prone the system was accurate. The site draped the patient and put on a sterile frame. The surgeon attempted to align the trajectory and the original burr-hole was not sufficient so the burr-hole was moved. The surgeon locked the trajectory and set the depth on the biopsy needle. When the biopsy needle was inserted it hit cerebrospinal fluid (csf) fluid. After un-draping the patient the site put on the reference frame and noticed a 1 cm inaccuracy. It was noted that the tracer pattern was focused on the predominately on the forehead. There was no impact from the csf leak to the patient. The surgeon was able to control the leak. The delay in surgery was an hour. The surgery was discontinued and the biopsy was not completed. The patient was rescheduled for a second surgery. The delay in surgery was an hour.

Manufacturer narrative:
Correction: device serial number updated to proper value. Inadvertently left off of initial MDR.